Manufacturer narrative:
Technician confirmed that the siderail was not locking in the up right position due to age of bed. Replaced lrt latch assembly to resolve this issue. Location of bed - plant ops dept.

Event description:
Facility staff alleged that the right siderail was not locking in the up right position. No injury reported.